Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed and attributed to user mis-handling. The damages found during the investigation are not consistent with normal wear and tear of the device. The power button appears to have been pressed with a pencil or other object repeatedly. The on/off gasket was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.